Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed product related. Intuitive surgical inc. (Isi) requested the customer return the black sureform 45 reload fired during this event, but the product has not been received for testing at this time. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. The stapler instrument advanced logs for this event were reviewed by an isi failure analysis engineer (fae). Per the fae, the logs show curved-tip sureform 45 stapler instrument (part #480545-04, lot #t12220818-0012) was installed on the system 10 times and fired 10 reloads (5 gray -> 1 green -> 4 black, in that order). There were no incomplete clamps or firing failures for this instrument. Firing was completed with no pauses for compression on all installs except the 9th. There was 1 pause for compression on the 9th fire with a black reload, lasting around 15 seconds. There were no stapler related errors in the logs. Images of this event were reviewed by an isi clinical development engineer (cde). Per the cde, for the two images provided we can see in the foreground lung parenchyma transected with a staple line consisting of many malformed staples, what appears to be a small amount of ooze on the staple line, and a small pool of blood below the tissue. There also is what appears to be a formed staple line on the right side behind the mass of malformed staples. From the event description and images provided, root cause for these malformed staples cannot be determined. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the curved-tip sureform 45 stapler instrument fired a black reload on the lung and an incomplete staple line was created. The surgeon applied progel to the staple line to seal it and continue the procedure. The cause of the complication is unknown.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the curved-tip sureform 45 stapler instrument fired a black sureform 45 reload on the lung and created an incomplete staple line. The surgeon applied progel (a 3rd party air leak sealant) to the staple line to seal it and continue the procedure. An intuitive surgical inc. (Isi) clinical sales representative (csr) was present during this procedure and provided additional information. The surgeon was firing the sureform 45 stapler with a black reload across the lung fissure during this event. The csr said he observed the stapler pause twice during the fire. The surgeon unclamped the stapler and jaw that there were malformed staples in the staple line. The csr said there was no report of a hole in the staple line as a result of this event. The surgeon applied progel and inflated the lung to perform a leak test. No leaks were found and the surgeon continued the procedure without any further tasks or intervention performed due to this event. The csr observed the black sureform 45 reload used during this event and found a staple in the knife track. Isi contacted the surgeon of this procedure and additional information was obtained about the complaint: the surgeon reported that there was a staple in the "groove" of the stapler during this event. The surgeon said there was no patient harm and they are now going to practice completely submerging the stapler jaws between fires to clean them and avoid this event.